Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-12459, related manufacturer's reference number: 2017865-2021-12463. It was reported presented in the hospital. Upon interrogation, it was observed the patient's left ventricular (lv) had a loss of capture. A second lv lead was used, but would not back load onto the guidewire that was already retained in the distal lead. A third lv was used, but would also not back load onto to the wire. A new lv lead was used, but this lead had no capture, but the physician elected to keep this lead implanted. The patient was in stable condition.